Manufacturer narrative:
(B)(4). The sample has not yet been received and the investigation is ongoing at this time. A follow-up report will be submitted when the results of the investigation become available.

Event description:
As reported by the user facility: the IV set leaked chemotherapy at the upper y-site junction. No injuries reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Two (2) used samples without packaging were returned for evaluation. The returned sets were tested for leakage per specification with failing results. One set was found to be leaking from the sonic weld of the proximal safeday ultrasite valve. The second set was found to be leaking at the bonded joint between the bottom of the backcheck valve and sidearm of the proximal ultrasite valve. The reported defect of leakage was confirmed through physical testing. As a result of this incident and other confirmed complaints, the parameters for the sonic weld machine were adjusted to create stronger sonic welds. We will maintain this report for further references and continue to monitor other reports for similar occurrences.